Event description:
Reporter indicated that device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 5 and high), indicating possible connection problem either between lead and generator or between electrodes and vagus nerve. Further follow-up revealed that lead test performed during implant surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction or connection problem. Surgeon reported that after receiving high lead impedance reading, he irrigated the nerve well and repeated the lead test two times and there were no further problems. Surgeon indicated that he did not recall any problems with the interface of the lead electrodes and the nerve during implant surgery. High lead impedance reading was obtained at first follow-up office visit and again at subsequent office visit in 1/2003 (also dc-dc code 5). At later office visit (date unknown), lead test resulted in high lead impedance reading (dc-dc code 7). The pt is scheduled for revision surgery to determine the source of the high impedance readings.